Event description:
Patient reported that meter/lab comparison results were 150 mg/dl (ss, fasting state) versus 250 mg/dl (lab, non-fasting), respectively (40% difference). Tests were done about 1 hour apart. No symptoms were reported. Patient confirmed the above information on follow-up. Lfs representative reviewed qc procedures and discussed meter/lab comparisons with patient. The meter was replaced. There was no allegation of harm.